Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support. In troubleshooting the issue with technical support, the reporter found the black tab on the scope connector stuck in. Upon pushing the tab, the front panel lights stopped blinking and the reporter successfully reset the counter.

Event description:
A user facility reported to olympus that after changing the bulb, they were unable reset the counter and the front panel was blinking on and off. There was no patient injury or harm, associated with the problem, reported to olympus.

Event description:
The user facility confirmed there was no patient injury or harm associated with the event.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The reported issue was determined to be due to user error by not following the proper instructions to reset the lamp counter. The customer was not able to reset the lamp counter because they initially kept the lamp turned on, which prevents the lamp hour resetting process to be started. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: 1. Connect the power cord and press the power switch: the light source is turned on. 2. If the examination lamp lights up because automatic ignition was selected, press the lamp button on the control panel for 1 second: the examination lamp is turned off, and the lamp indicator ¿stby¿ lights up. 3. Press and hold the counter reset button on the control panel for more than 3 seconds: the lamp usage indicator is reset. Confirm that the lamp usage indicator shows ¿0¿. [Note] the counter reset button is inactive if the examination lamp is lighting. To reset the lamp usage indicator, press the button while the examination lamp is in standby.